Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 15-oct-2018 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 17-oct-2018: distal cap - fixed type failed epoxy seal integrity inspection, , elevator body sticking, air/ water socket cylinder o-ring chipped, distal cap/ case cracked, middle light carrying bundle distal cover glass cracked, passed wet leak test, passed dry leak test, operation channel- primary mild resistance, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts , and returned to the user upon completion: o-rings and seals, deflector operating wire, lcb distal cover, distal case/cap, distal case/cap, bending rubber, operation channel, bending rubber, air/water tube. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2015. The endoscope was delivered to the customer on 30-nov-2018 under delivery order (B)(4).